Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a possible button error alarm. The customer's father was unsure whether it was a button error. The customer's father stated that the customer went to a hospital in order to get a back-up plan, since the two insulin pumps she had did not work. He advised that she was not sick. The caller did not provide the blood glucose reading. The customer was not in the country of residence and the customer's father was advised that she would be contacted once available regarding replacement of the insulin pump.